Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: leak test failure due to cracked pump case at the case seal/top right corner of the display. Opened pump; evidence of internal moisture found inside the cover, on the transceiver and on the battery/power circuit. Unrelated to the complaint the display is dim/faded (pink).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.